Event description:
It was reported the customer's probe is having issues where there is a shadow in the middle of the screen. Today, the issue has gotten worse. Half of the display is black. One of the nurses troubleshooted with a different probe and the display looked good. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe is having issues where there is a shadow in the middle of the screen was confirmed; the probe has a black spot in the middle of the image. The root cause of the reported failure was identified as an internal failure of the probe.

Event description:
It was reported the customer's probe is having issues where there is a shadow in the middle of the screen. Today, the issue has gotten worse. Half of the display is black. One of the nurses troubleshooted with a different probe and the display looked good. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.